Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via email to have experienced blood glucose versus sensor glucose differences and that the sensor is not reading accurately. The customer indicated that the blood glucose was 21 mg/dl and alarmed threshold suspend but the pump indicated that the blood glucose was 59 mg/dl. Troubleshooting called the customer on the phone but the customer was unable to troubleshoot at the time.